Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. The investigation determined the reported balloon rupture appear to be related to operational circumstances of the procedure. It is likely that during advancement the balloon outer surface became compromised and/or damaged against the moderately calcified lesion in the moderately tortuous anatomy resulting in the balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous left anterior descending coronary artery. The 2.5x15 mm trek balloon ruptured during use. Another balloon catheter was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.